Manufacturer narrative:
The philips remote service engineer (rse) made good faith effort to determine if the device produce sound our not. At time of report no information about sound or not was made available. The unit's issues commenced when a battery that became lodged in it and diagnostic messages have pointed to a possible problem with the main board. The rse provided the biomed with the part number for the main board: 453564660181 mx_100/x3 main board. Biomed has assumed full responsibility for ordering the part and will carry out the repair themselves. The customer was provided with the replacement part ID number. The customer is taking responsibility to repair the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating a speaker malfunction error, where the device is not working. The device was in use on a patient. There was no report of patient or user harm.